Event description:
Pacemaker evaluation revealed significant drop in bipolar resistance of vascor model iii-256 ventricular pacing lead. Implanted 1997 - initial bipolar impedances ranged from 894-1284 1st year post implant. Maintained impedances from 922-976 ohms bipolar through-out 1998 & 1998, nov 1999 dropped to 741-811, 12/99 753-826 ohms. On 3/31/00 - 316-327 ohms bipolar, and 486-491 ohms unipolar. Thresholds on 3/31/00 - capture threshold currently acceptable but undersensing in bipolar occurs at 2.5 mv. Prior sensing thresholds measured >7.0 mv. Surgical replacement of failing vascor lead has been scheduled. Pt assessment states: pt has been feeling well, but does display some shortness of breath. Rhythm today remains atrial fib with a native ventricular rate predominantly in the 60's.